Event description:
In january of 1997 the pt noted change in shape of mammary prosthesis which has been implanted in 1987. On 05/22/97 the gel filled prosthesis was removed from right breast and noted to be ruptured. The pt underwent right breast reconstruction with implant of saline filled mammary implant.